Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. The physician was prepping a taxus express2 3.0x12mm drug eluting stent when it was noticed that a stent strut was sticking up. The damaged stent was exchanged for another taxus stent of the same size and the procedure was successfully completed. No pt complications were reported.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. The shop floor paperwork (sfp) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The sfp review confirms that this device met material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.